Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this device had recorded right ventricular (rv) pacing impedance measurement fluctuations on a competitor lead. The impedance increased to about 1400 ohms from 850 ohms. The impedance later decreased to about 900 ohms. It was also reported the patient had received an inappropriate shock. The device was later explanted. No adverse patient effects were reported.